Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h2, h6, h11. Corrected field: h11 (technical assistance support). The device was not returned to olympus for inspection, and the reported failure was not confirmed. The customer had contacted olympus technical assistance support via another source. Troubleshooting had been performed, and it was identified that the alternating current adapter was powered off. The contact then powered on the alternating current adapter, and the monitor began powering on. The issue was resolved. The customer informed technical assistance support of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, since the reported malfunction did not reoccur during investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition liquid crystal display monitor will not power on advised contact. The issue occurred during inspection for use. There were no reports of patient involvement.